Manufacturer narrative:
There was no known patient involvement. "Product problem" was selected due to the receipt of the user report, which selected "malfunction" as the event report type. However, follow-up communication with the customer confirmed that there is no known issue with the device. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The facility is located in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that there is no known issue with the reported serial number. There has been no patient impact reported and there are no reports of contamination. The customer also reported that the device is not being tested. The heater-cooler device is currently only used as a backup device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As there is no issue with the device and the report was only made to disclose that the heater-cooler is in use at the facility, no further investigation is required.

Event description:
On (B)(6) 2016, sorin group (B)(4) received a user medwatch report (mw5066701) stating that the facility utilizes the sorin heater cooler system 3t for open heart surgeries. There was no device issue reported. There is no known patient involvement.